Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hemicolectomy procedure on (B)(6)2025 when it was reported, ¿machine restarted unexpectedly in the middle of the case. The patient was not injured.¿ further assessment found that the device lost pneumo rapidly and that all instrumentation was removed from the patient safely. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the unit had occlusion error, and software needed upgrade. The unit was repaired, evaluation completed and final tested. The unit met all specifications. The preventive maintenance was completed as part of this repair order. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 40 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hemicolectomy procedure on (B)(6) 2025 when it was reported, ¿machine restarted unexpectedly in the middle of the case. The patient was not injured.¿ further assessment found that the device lost pneumo rapidly and that all instrumentation was removed from the patient safely. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.